Event description:
A physician reported a pt who was originally skin tested on 1/15/98 with negative results. The pt had a subsequent treatment without event. On 10/10/98, the pt was treated in the nasolabial folds, oral commissures, and the lower vermilion border. On 1/14/99, the pt presented with redness, swelling and a painful draining "cyst-like" area at the left nasolabial fold treated site. The pt stated the symptoms began earlier in the week of 1/10/99. The physician prescribed keflex, cipro, zovirax, and topical cleocin. On 1/18/99, the pt was examined; the right and the left nasolabial fold treatment sites were red, swollen and painful. The physician believed these were definite abcesses related to hypersensitivity. The physician continued the antibiotics. On 1/21/99, the pt was examined; she had an abscess at the lateral portion of the right oral commissure. The physician performed an incision and drainage of the abscess. The physician noted the left sided abscesses were reduced in size. On 1/25/99, the pt was examined and the physician noted improvement in the symptoms. There were three small abscesses on the right nasolabial folds and one on the left nasolabial fold. The oral commissures were red and indurated.